Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4555, lead, implanted: (B)(6) 2010; 6935m62, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) toned due to magnet exposure as their cell phone was in their shirt pocket. They were nervous about the device working properly. The device remains in use. No patient complications have been reported as a result of this event.